Manufacturer narrative:
The insulin pump was received with critical pump error (open book image ) alarm. No alarms which are generated as result of critical errors found in formatted history or long trace history and unable to determine the root cause, problem isolated to electronic assembly. The insulin pump was received with minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The insulin pump was returned for analysis.